Manufacturer narrative:
The pump alarmed button error followed by intermittent buttons due to the corroded keypad traces. The pump was received with a cracked case at the display window corners and the display window. The pump was also received with a minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer was exercising when she received the alarm. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.